Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a bolus not delivered alarm. The customer's blood glucose value was 266 mg/dl. The customer declined to troubleshoot for the high blood glucose. The customer was advised to talk with her doctor regarding basal settings. The insulin pump will not be returned for the analysis.